Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini-tray 2.3 experienced an issue where multiple pockets opened simultaneously when attempting to remove medications. The field service engineer (fse) confirmed that multiple mini drawers in module 2 were intermittently opening together, and affected drawers often failed to close, requiring system shutdown and reboot to recover. Troubleshooting was performed by testing individual drawers, which revealed the issue occurred across multiple mini engines and was not isolated to a single drawer. Two mini drawers were identified with damaged ribbon cables, which were replaced. To resolve the issue of multiple drawers opening simultaneously, the mini module drawer controller was replaced and properly reconfigured. The unit was thoroughly tested in the application, and all drawers operated correctly, stopping at the intended pockets without unintended openings. The customer validated functionality, and the unit was restored to normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple pocket open at once when tried to remove the meds. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.